Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator was alarming for low leak and no oxygen. The device was not in patient use. The reporter of the event confirmed the issue was user related, not a device malfunction. While attempting to adjust the fio2, the device was not connected to a 50 psi oxygen source. The ventilator will not be returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a ventilator was alarming for low leak and no oxygen. The device was not in patient use. The device has yet to be returned to the manufacturer for investigation. A follow-up report will be filed when the investigation is complete.